Manufacturer narrative:
Product analysis summary: data files were returned and analyzed. Data files showed that at least 15 applications were performed with a balloon catheter on the date of the event with no system issues. Analysis/investigation for returned catheter is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip was deformed under fluoroscopy. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and mapping catheter, (B)(4) with (B)(4) were returned and analyzed. The data files showed at least fifteen applications were performed with two balloon catheters on the date of the event with no system issue. Visual inspection of the mapping catheter showed loop array was misshaped and out of plane, and several kinks were observed. The mapping catheter could not be inserted into a test balloon catheter. The report issue was confirmed through testing. The mapping catheter failed the returned product inspection due to damaged tip/ loop section. If information is provided in the future, a supplemental report will be issued.